Event description:
Product defect concern related to lawson item #000508 bd pst vacutainer tube. Tubes are not centrifuging appropriately to separate plasma from cells. Have been tracking for about 6 weeks and have had (7) documented occurrences. All different lot #s.